Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were low at 54mg/dl. The customer treated low bgs by consuming chocolate, and the issue resolved.

Manufacturer narrative:
.